Event description:
It was reported that the healthcare provider (hcp) could not connect the lead to the implantable neurostimulator (ins). The hcp could not insert the lead completely and 5 millimeters were missing. A new ins was used and the lead was connected in the system properly. The patient outcome was the patient was okay.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins): model 3058, serial # (B)(4) determined the setscrew was backed out too far and cross threaded. The setscrew could not be re-threaded and could not be tightened down. A known good lead was able to be inserted fully into the connector port.

Manufacturer narrative:
(B)(4).